Event description:
It was reported that the surgeon used a small ear, nose, throat instrument to remove a broken screw that was stuck in soft tissue. Surgery was extended more than 30 minutes. Co considers this extension of operative time an injury.